Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned batch 18541523 in a generic plastic bag. The unit returned has the distal tip kinked, as part of overall visual revision. The returned device matches with upn reported by the customer. The device has a kink at 14mm from the tip while in the neutral position. In addition, the ring #1 has broken adhesive and fluids under it. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The right and left curves are placed in the template shaded areas, the device passed the dimensional test. However, the device has a kink at the distal section at. The distal section was dissected finding the center support kinked at 13mm from the tip. In addition, the solder join is not covered by the kevlar sleeve. The device has broken adhesive on the ring #1 and fluids under it. The ring damage location match with kink location, so the adhesive probably broke due to the kink. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable upon analysis completed on 03may2016. It was reported that a poor curve was noted. During an ablation procedure with a intellatip mifi¿ xp temperature ablation catheter, it was noted on fluoro that the tip of the catheter was bent. The device as successfully removed and the procedure was completed with a different device. No patient complications were reported. Device analysis found broken adhesive.